Event description:
It was reported that the haptic of an aq2010v three piece silicone lens was damaged during loading, but the problem was not discovered until after it was inserted in the eye. The incision was enlarged to remove the lens and a nylon suture closed it.